Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and dimensional testing were performed. Due to the nature of the complaint, no functional testing was performed. The returned devices were visually examined, and the following was observed: balloon longitudinal and radially burst. The provided imagery was evaluated, and revealed the following: balloon burst during valve deployment. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device and the imagery provided. Available information suggests patient factors (calcification) and/or procedural factors (overinflation) likely contributed to the event as provided information indicated presence of calcification in the landing zone, and that 2ml of extra inflation volume were used during valve deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in denmark, during a transcatheter aortic valve replacement (tavr) procedure utilizing a 23 mm sapien 3 ultra resilia valve via right transfemoral access, the deployment balloon ruptured when it was nearly fully inflated. Despite the balloon burst, the valve was successfully deployed. A post-dilation was subsequently performed using a non-edwards balloon. All devices were removed without complication, and the patient remained in good condition following the procedure. As per medical opinion, the perceived root cause was the extreme calcium in lvot.